Event description:
It was reported that multiple episodes of non-sustained ventricular oversensing were observed. When the asymptomatic patient presented to clinic, intermittent myopotential oversensing was observed. Programming changes were made.